Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with phrenic nerve stimulation and diaphragmatic stimulation following a routine cardiac resynchronization therapy defibrillator (crt-d) replacement. It was also noted the right atrial (ra) lead impedance increased but will still in normal range and threshold increased. The pocket was opened and the lead was tested via analyzer and there were no issues with the lead. The physician believed the implanting physician did not insert and screw in the lead properly and there was an issue with the setscrew resulting in the ra lead impedance and threshold changes. The lv lead was reprogrammed to resolve the stimulation and replaced and the crt-d was explanted and replaced. No further patient complications have been reported as a result of this event.